Event description:
The patient was implanted with a left ventricular assist device. The patient was diagnosed with a driveline infection and admitted with deconditioning. Shortly after, he was readmitted with hematuria and a high inr. Two weeks later he developed shortness of breath and heart failure symptoms. He was seen in the emergency room with hypotension, pulmonary edema requiring intubation and in less than 6 hours he went into cardiac arrest and expired. During the autopsy, the bend relief was detached and the pump outflow graft contained clots.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.